Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology and vessel morphology at the time of implant are unk. It was reported that the pt had disease progression resulting in the dilation of the aortic neck and 80 degree angulation in the aortic neck. It was reported 83 months post stent graft implantation, the stent graft migration, resulting in a type I endoleak. The cause of the migration was due to severe angulation and expansion of the aortic neck from disease progression. The physician successfully implanted one aortic cuff proximally and two iliac cuffs distally and the type I endoleak has resolved. The pt was reported to be fine and no additional clinical sequelae have been reported.

Event description:
Updated information was received. It was reported that approximately 13 years post index procedure, follow-up imaging showed evidence of a kink in the bifurcated stent graft. A review of the returned films 13 years post-index procedure shows a kink in the bifurcated stent graft, as well as a migration of the aneurx cuff. There is a proximal type I endoleak. The proximal neck is angulated and short. Both limbs are still patent. The cause of the migration and kink is likely due to continued disease progression; neck dilatation and angulated neck.

Manufacturer narrative:
(B)(4). Methods: films. Results: disease progression; neck dilatation and short angulated neck. Conclusions: disease progression; neck dilatation and short angulated neck.